Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation impedance was out of range for duration of lead impedance trend stored on device. Upon further analysis, the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil. An svc coil fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.